Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. Customer was hospitalized due to high blood glucose level, customer had 280 mg/dl blood glucose at the time of hospitalization on (B)(6) 2019. Customer¿s blood glucose level was 400 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 200 mg/dl. Customer treated by checking value and adjustment was not made for bolus. Customer declined to test the insulin pump. The insulin pump will not be returned for analysis.